Event description:
The facility reported the vit cutter broke during surgery. The doctor removed the cutter with forceps. There was no patient injury. No additional information is expected.

Manufacturer narrative:
A broken vitrectomy probe was returned for evaluation. Investigation, including root cause analysis is in progress.